Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00604. It was reported the patient was receiving ineffective pain relief from his scs system. X-rays revealed the leads had migrated. Reprogramming was unable to resolve the issue. Subsequently, the patient underwent surgical intervention at which one of the patient's leads was explanted and replaced. Please note: it is unknown which lead was explanted and replaced. Therefore, all suspected devices are being reported as explanted.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00604. Follow-up information revealed effective therapy was achieved following the procedure and the issue is resolved.